Event description:
The user facility reported a 67-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. There was a hematoma at the access site. Hematoma was roughly the size of a baseball and was observed around the axillary cutdown. Sandbags were applied to the hematoma, and it resolved. Patient sub therapeutic and systemic heparin stopped due to hematoma formation. Tpa used in purge due to positive trending purge pressure and negatively trending purge flow. Purge pressure and flow look to have improved. It was further reported that the physician attempted to reposition the pump due to positional suction but was unable to manipulate the device. Blue button was pressed; however, catheter did not move. The team concluded that they believe clot has formed in the graft and was preventing the pump from moving. The physician stated, to leave the pump as is for now. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the positioning issues and access site bleed has been completed. There was no product returned for investigation. According to the clinical, a baseball-sized hematoma was discovered at the access site. Sandbags were applied to the hematoma and it later resolved. There were no other clinical details provided for the bleeding. The systemic anticoagulation was held. The most likely cause of the major access site bleeding was use related. The data logs were reviewed and at the time of the reported complaint there was a gradual increase in purge pressure, a decrease in purge flow and a decrease in flow with suction alarms present. The tissue plasminogen activator (tpa) was have said to improve these flows, and they remained stable for the duration of the case. The root cause of the high purge pressure is most likely due to biomaterial. Based upon clinical details, the most likely cause of the positioning issues was a cath anchor use issue. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ added- h6 impact code 4644, 4628. Added- h6 med dev prob code 1491 corrections for the initial MFR report: added- d6a/d6b.